Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device operates differently than expected (clip/distal end of device) was confirmed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for device operates differently than expected (clip/distal end of device) reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after an endovascular interventional procedure. Reportedly, the clip was deployed; however, it remained on the end of the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.